Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA. The device manufacture date is unknown.

Event description:
Caller states the inform meter base has melted plastic around the pins and the first and last pins are burnt. No adverse event reported. Requested return of suspect device and replacement was sent.